Event description:
Upon receiving this battery, customer test cycled them right away and they failed.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.